Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer called and reported that they experienced low blood glucose with blood glucose of 24 mg/dl at the time of the incident. The customer was at 200 to 250 mg/dl at the time of the call. The customer used food and liquid glucose to treat. The customer did not mention any symptoms. The customer was wearing the insulin pump during the incident. The customer had received a motor error on the pump in the past, and since then, the pump would ask for a rewind and sometimes the piston would not move. The customer alleged pump over delivery. Troubleshooting was completed but did not resolve the issue. The insulin pump will be returned for analysis.